Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The patient was revised on (B)(6) 2014 due to patellar impingement caused by a high profile of the femoral plate and poor range of motion. The tibial bearing, bushing, axle lock pin, and femoral plate were replaced and there were no complications during the revision.

Event description:
It was reported that patient underwent an orthopedic salvage procedure where a custom femoral stem was implanted on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 due to patellar impingement caused by a high profile of the femoral plate and poor range of motion. The tibial bearing, bushing, axle lock pin, and femoral plate were replaced and there were no complications during the revision.

Event description:
It was reported that patient underwent an orthopedic salvage procedure where a custom femoral stem was implanted on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to patellar impingement and poor range of motion. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions and a subsequent reduction in the service life of the prosthetic implant. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."